Event description:
The hcp reported the patient suffered respiratory depression after a catheter revision. The drug contained in the pt's pump was morphine (concentration/dose unknown). The drug pump dose was not changed after the implant of the new catheter. The pt was treated with naloxone and put into the hospital's intensive care unit. The pump was reprogrammed and the pt eventually recovered without sequela.